Event description:
It was reported that during inflation of the balloon, air escaped from the side of the hub that seemed to be cracked. Pressure could not be sustained during inflation so another device was used. There was no clinically significant delay in the procedure or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and confirmed the crack in the hub allowing fluid to leak when the device is pressurized. A review of the complaint handling database found no other similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the most probable root cause to be handling of the unit at the moment of removing the stopcock during use. There is no evidence that the issue is related to manufacturing. All devices are tested for leaks prior to packaging. These devices will continue to be monitored.